Event description:
MFR report #: 3014285231-2025-00007 it was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. First balloon placement was failed due to balloon malfunction, and a second balloon was inserted. Somewhat impaired. Ultrasound imaging resulted in asymmetrical placement of the second balloon that favored the prostate's apex, while still providing substantial space. Immediately following the procedure, the patient complained of not being able to void. A foley catheter was placed in-clinic and the patient was discharged. The catheter was removed the next day, and the symptoms were resolved. The patient started his radiation treatment as planned.